Event description:
A customer reported the swivel mechanism of their epiq elite ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A service engineer performed a system inspection and tested the control panel locking mechanism. The issue could not be reproduced. The locking mechanism was working without issue, and no problems were observed. The system has been returned to service.